Event description:
A patient reported blood glucose results of "131 mg/dl, 139 mg/dl, and 192 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips and control solution were replaced.